Event description:
On (B)(6) 2011, leica microsystems rec'd a complaint from (B)(6) regarding failure of a number of slides to stain in the run started at 07:57am on (B)(6) 2011, using bond-max serial number (B)(4). On (B)(6) 2011, leica microsystems was advised that manual staining of two slides for calretinin and ca125 prepared from one pt liver core biopsy sample which had not been stained in the run started at 07:57am on (B)(6) 2011 was unsuccessful; and that no tissue was available to prepare further slides. Info regarding the impact of this staining failure in relation to establishing a diagnosis for the pt sample and whether re-biopsy of the pt is required and/or has been performed is being sought by leica microsystems.